Event description:
It was reported that the implantable cardioverter defibrillator failed to deliver a shock due to incorrect interpretation of signal. It was noted that the vt therapy was delayed due to morphology match scores. No programming changes were performed. The patients medication was changed and seems to have worked.